Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the handpiece had no phacoemulsification power and made a strange noise. Additional event details have been requested.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement handpiece. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The phaco handpiece was manufactured on november 25, 2014. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this handpiece. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Phaco handpiece was received for evaluation. A visual assessment of the returned sample revealed no nonconformity. The ground resistance was measured on the returned handpiece. The handpiece was then connected to a calibrated system where it successfully tuned and ran under full power for a 5 minute burn in. The stroke length was then measured and the handpiece was found to meet specifications.(B)(4)